Manufacturer narrative:
(B)(4). If the sample becomes available, a follow up report will be submitted.

Event description:
Baxter received a report that an error occurred when the patient connected yume-set to solution bag by clean flash. Call center staff confirmed error 358-92 and error 162-94 happened. The patient used the handle, but the set did not connect. The patient opened the cover of the clean flash, and found that the spike of yume-set was broken. The cover of clean flash did not close. There was no patient injury or medical intervention.